Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr of lot #retk1186 showed two other similar product complaint(s) from this lot number. ((B)(4)).

Event description:
A breast cancer patient got a venous thrombosis.